Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, cooler heater unit goes into an overheat mode when the temperature was put up to forty degrees celsius. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.